Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the probe image is showing a black bar on the image was confirmed. The display indicated a black bar down the middle of the image. The problem is traced to the probe connector interface card, the probe connector interface face card was replaced with a known good card and the image cleared up.

Event description:
It was reported image quality decreasing, images are fuzzy, unclear. User advised he tried the probe on 2 other sr8's and there were no issues. No other information was provided.

Event description:
It was reported image quality decreasing, images are fuzzy, unclear. User advised he tried the probe on 2 other sr8's and there were no issues. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.